Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This report is being submitted to provide product analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a ventricular tachycardia (vt) ablation and it was found that the rv lead was dislodged. The reported clinical observations include pacing not delivered when required, loss of capture and therapy induced arrhythmia. Subsequently, the patient underwent a successful lead revision and this product was explanted and replaced. No additional adverse patient effects were reported.